Event description:
It was reported a lifecell device was implanted at 2nd stage breast reconstruction procedure. The patient presented with erythema over the r side lower pole reconstructed breast 3 days post-operatively. She had the contributing/related conditions of previous r chest radiation therapy. The patient was managed with non operative therapy therefor no cultures are available. She was hospitalized and placed on broad spectrum IV antibiotics. The erythema improved and she was discharged on IV antibiotic therapy. The strattice was not explanted.

Manufacturer narrative:
Method of evaluation (to be specified): review of the device history record for lot s11039. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices. Distributed from lot s11039. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations associated with the nature of this complaint. To date, there were no similar complaints reported to lifecell against devices distributed from lot s11039. Conclusion: event was evaluated as isolated incident; no cultures taken, unable to confirm infection occurred. The relationship to the device cannot be definitively determined, but it is unlikely related due to the fact that the device remains implanted in the patient.